Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned attached to the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two resolute integrity rx drug eluting stents to treat a severely calcified lesion. Resistance was encountered when advancing the devices. It was reported that due to excessive calcification of the vessel, stents were deformed during positioning and it was not possible to implant them. Patient status post-procedure is alive with no injury.